Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have found the oxygen (o2) sensor and flow sensor faulty. The evaluation/repair will be completed by a non-medtronic service provider. Covidien was not authorized to repair the device.

Event description:
It was reported that, a e360 ventilator generated a flow sensor error message and failed calibration. It is unknown if the patient was connected to the ventilator at the time of the event.